Event description:
Boston scientific received information that the patient's remote monitoring system detected an out of range high shock lead impedance measurement for this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) system. Boston scientific technical services (ts) discussed to check if patient was exposed to any external electromagnetic interference (emi) sources. Additional information received from field representative that emi was suspected; however, it was not conclusively determined. Further, findings showed previous manual shock impedance measurements and appeared that the right atrial (ra) lead coil was the high electrode. Moreover, the patient was seen in the clinic and the lead was evaluated. The patient was to perform a remote device interrogation and further review would be performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.